Event description:
The device was returned to the manufacturer for analysis after 31 months of implant time because the hcp could not obtain telemetry; the device would not respond/connect with the n'vision programmer. The device was replaced. No pt complications were reported.

Manufacturer narrative:
Analysis results revealed broken welds at bondwire pads.